Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced recurring skin overgrowth and infections at the abutment site. The patient was treated with oral antibiotics (dates not reported). On (B)(6) 2014, the patient underwent surgery for excision of skin and soft tissue around the abutment site, and subsequent placement of a skin graft. During the same procedure the abutment was exchanged. The implanted device remains.